Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had a hardware low level alarm and that the pump will not beep. The customer¿s blood glucose during the incident was 500 mg/dl. Troubleshooting did not occur. The device will not be returned for analysis.